Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displays error: system failure, fails functional test. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported customer issue was verified and duplicated in the lab. The root cause was identified to be the file system performance with b.01.00 version firmware.

Manufacturer narrative:
.